Event description:
During a coronary stent procedure, the balloon was inflated to 11 to 12 atm's and then 13 atm's to successfully deploy the stent, however, the balloon would not deflate. The balloon was removed fully inflated. No patient injuries or complications occurred.